Event description:
Related manufacturer reference number: 2017865-2023-93403. It was reported the patient presented for implant procedure. During surgery, the delivery catheter prematurely released the leadless pacemaker (lp). Upon examination, it was discovered the tethers on the delivery catheter were misaligned with no response from the releasing button. The procedure was completed with a different lp and delivery catheter. The patient was in stable condition.